Event description:
A complaint was reported to boston scientific corporation on talon retrieval forceps. According to the complainant, during the procedure, after using the forceps for approximately 2 minutes, the device became unable to open. After removing it from the patient and inspecting it, it was noted that the wire had buckled. It is unknown if there was a stone in the forceps when they were unable to open. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Analysis of the returned talon retrieval forceps revealed the prongs were extended with no issues noted. Further examination noted the handle cannula was kinked on the proximal side of the handle spool. Functional analysis showed that when the handle was actuated the prongs would only partially close and would not open due to the kink in the wire. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on talon retrieval forceps. According to the complainant, during the procedure, after using the forceps for approximately 2 minutes, the device became unable to open. After removing it from the patient and inspecting it, it was noted that the wire had buckled. It is unknown if there was a stone in the forceps when they were unable to open. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.